Event description:
The customer reported that the jaws of the device were stuck shut and could not be opened while on tissue. Multiple attempts were made to get further information from the site without success.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.